Event description:
Dentist stated a patient was using the gum technique deep clean toothbrush and the bristles started to fall out.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.